Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The unit was received with the base handle having been previously closed without the 6-inch transitional installed, deforming the handle hole. Additionally, the shock cushion and adjustment wrench were worn. Complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a hole of an a2101 mayfield ultra base unit was deformed and the transitional member would not fit. There was no known patient involvement or surgical delay.